Event description:
About a year ago, the patient was on such a high dose of morphine that is caused him to have two car accidents. The pump dose was then titrated down to nothing and he had saline put in the pump. The device system was delivering morphine at the time of the event. The patient was looking for a new pump managing physician. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8703w, lot# l57861, implanted: (B)(6) 1999, product type: catheter. (B)(4).